Event description:
One device was returned for repair. Analysis of device found a degraded downstream occlusion (dso) seal and damaged dso sensor. There was no patient involvement reported.

Manufacturer narrative:
One device was returned for repair. Log events was reviewed and there are no errors related to the customer complaint. Analysis of the device found a degraded downstream occlusion (dso) seal and damaged dso sensor. The dso seal and sensor were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. Log events were reviewed and there are no errors related to the complaint.